Event description:
Related MFR # 2916596-2023-01109. It was clarified that the patient's echocardiogram showed appropriate flow through the inflow cannula. The patient's ejection fraction was 50% and the patient was asymptomatic.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of the patient¿s driveline covered in rescue tape cannot be confirmed as no photographs were provided for review and no product is available for investigation. Furthermore, an analysis of the log file provided by the account confirmed power and flow elevations; however, a specific cause for this finding could not be conclusively determined. The cause of the power and flow elevations was unknown. No other interventions were made other than changing out the patient¿s primary controller (MFR # 2916596-2023-01109). The account communicated that the patient remains asymptomatic and has not notified the hospital of any further issues as of 10mar2023. The submitted log files contained events and data from 04feb2023, when the driveline was first connected, through 05feb2023 and from 08feb2023 through 15feb2023. The file captured intermittent elevations in power and flow on 04feb2023, 05feb2023, and 11feb2023. These elevations appeared to resolve by the evening of 11feb2023. The files did not capture elevations in power or flow on 12feb2023. The pump remained at or above the low speed limit for the duration of the files and appeared to operate as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ lastly, this IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains care information regarding on how to care for the driveline. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the patient that they were experiencing ongoing alarms from the system controller while connected to both battery and power module. The ventricular assist device (vad) coordinator stated that the controller did not communicate with the system monitor for data download. The controller was scheduled to be swapped out. It was determined that the white cable was the issue, and a new controller resolved the alarm. The customer was also concerned with elevated power and flow readings. The customer was concerned that this was associated with a driveline issue since the driveline was covered in rescue tape. An echocardiogram was performed. Results reported no appropriate flow through the inflow cannula. Additional log files captured continued transient flow and power spikes on (B)(6) 2023.

Manufacturer narrative:
Degradation of the driveline was reported under manufacturer report number 2916596-2021-06484. Clamshell repair was previously reported under manufacturer report number 2916596-2019-03401. Related MFR # 2916596-2023-01109. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.